Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to be within specification during testing. The reported problem of 'powers on/off without user input' was confirmed in the event history log (ehl) review as 'improper shutdown!' Messages, although it cannot be confirmed if the log events are a result of device failure or induced by the user. Evaluation was not able to reproduce during service. Troubleshooting the device revealed no assignable cause that would induce the customer troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on/ off without user input. There was no patient involvement. No additional information is available.